Event description:
Facility alleges blood leaking through threads of header during dialysis. Rn reports leak occurred at initiation of treatment. Reuse #3. O-ring in place, no crossing of threads noted, no fractures. Dsialyzer replaced. No further medical intervention required.